Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus they received a b30 scope communication error on the video system center during an unspecified procedure. Customer was instructed to remove the scope in order to clean the scope contacts with an alcohol prep pad and let it dry. Upon reinserting the scope and powering the tower back up, the alarm was cleared. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a root cause could not be determined. Olympus will continue to monitor field performance for this device.